Manufacturer narrative:
Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed for the failure mode of system error message. The most probable cause for the complaint was due to gastro flex thermistor trace crack and open because of insufficient gastro flex reliability; this is relative to design. For a corrective & preventive action, the gastro flex thermistor trace width was widened in the tolerance. The cable assembly design and gastro flex stiffener were changed through a CAPA.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that a patient who was already under anesthesia and undergoing a target ultrasonography procedure, when a usacquisitionhw_31 error occurred. This occurred while the doctor was rotating the angle of the transducer. The ultrasound system was replaced with a different but similar device and the doctor completed the procedure without the transducer. There was a delay of 40 minutes while the replacement system was obtained and booted. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer prompted a usacquisitionhw_31 error message. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported event but with no results.